Event description:
It was reported that: "hospital indicated kinking of ett. Kinking was observed upon removal. There was no reported patient harm or consequence.". Associated complaints 8040412-2025-00100 and 8040412-2025-00099.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed, as the lot number was not reported. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). UDI not available as the lot# was not provided by the customer.

Event description:
It was reported that: "hospital indicated kinking of ett. Kinking was observed upon removal. There was no reported patient harm or consequence." Associated complaints 8040412-2025-00100.